Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. It also had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive. It was also found the customer had condensation under their insulin pump's screen. Customer's blood glucose was 170 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.